Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: evaluation of the returned product revealed tissue between the outflow graft and outflow graft bend relief consistent with extrinsic outflow graft obstruction. A specific cause for this finding could not be conclusively determined. A specific cause for the reported driveline infection could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable severed approximately 9.5¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. Approximately 9.0¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief properly engaged to the graft hardware. The cuff lock was unremarkable, and the apical cuff was not returned. Examination of the device upon disassembly revealed no evidence of developed thrombus formations that would have contributed to a flow or functional issue during support. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of this IFU lists driveline infection as a potential adverse event that may be associated with the use of the heartmate 3 lvas. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Several sections of the IFU and patient handbook provide care instructions regarding infection prevention, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that in the beginning of (B)(6) 2024, infection of the system was detected with a positron emission tomography-computed tomography (pet CT) scan. An abscess was formed on the chest wall subxiphoidal with inclusion of the driveline. On (B)(6) 2024, staphylococcus was identified in wound swab and intravenous antibiotics flucloxacillin, and rifampicin were started. On (B)(6) 2024, their antibiotics were changed to cefazolin and fosfomycin. Ultimately, a decision was made to exchange the pump which was performed successfully on (B)(6) 2024. The patient was reported to be doing well after the exchange.